Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt felt stimulation in her ribs instead of her low back and left leg. X-ray of the lead was performed and it was reported as intact without any visible damage. However, the lead appeared to have migrated slightly anterior. Pt was reprogrammed which resolved the rib stimulation. No further info is available at this time.